Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and stenosis are listed in the instructions for use as a known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported via a trial that on (B)(6) 2010, due to acute coronary syndrome, the patient underwent the index procedure with deployment of a drug eluting stent to the proximal circumflex (cx). Post procedural residual stenosis was 0% with timi iii flow in the treated lesion. The patient began aspirin 81 mg dosing on (B)(6) 2010. On (B)(6) 2010, the patient received a peri-procedural loading dose of the study medication clopidogrel 600 mg. On (B)(6) 2010, the patient began clopidogrel 75 mg dosing. On (B)(6) 2010, the patient was discharged from the index hospitalization. On (B)(6) 2010, the patient was admitted with chest pain. The chest pain was substernal, with radiation to the right shoulder area. The chest pain was relieved with nitroglycerin. An elevation in troponin levels was noted and the patient was taken to the catheterization lab. A cardiac enzyme check ruled out a myocardial infarction. Coronary angiography revealed triple vessel disease with 85% stenosis in the proximal left anterior descending artery, 99% stenosis ostium of the cx, and 99% stenosis in the proximal right coronary artery (rca) with 110% occlusion of the mid rca. On (B)(6) 2010, the patient underwent a coronary artery bypass procedure with a lima to lad graft, a vein graft to the obtuse marginal, and a vein graft to the posterior descending artery. The cardiac chest pain was resolved on (B)(6) 2010 and the patient was discharged from the hospital. No additional event or patient information is available.